Event description:
It has been reported to philips that the echo viewer on intellispace cardiovascular displayed inverted colors in transcranial doppler studies (tds). There was no report of harm or misdiagnosis, but as the potential for misdiagnosis is present we are reporting this case out of an abundance of caution. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected box e (initial reporter): reporter name: (B)(6).

Event description:
Results of the investigation will be included in a follow-up report upon its completion.

Event description:
This reporting decision has been made using the information available at this time. The issue reported to philips was that the echo viewer on intellispace cardiovascular displayed inverted colors in trans-cranial doppler studies (tds). Investigation determined that the potential safety risk of misdiagnosis of a patient's condition and a delay in diagnosis were considered and discussed with the customer. It is not reasonably foreseeable to lead to patient harm. The issue is easily detectable to the clinician every time the situation occurs. The flow is inverted for every vessel, which would be clinically an indicator that something is not correct versus if it were one vessel. Physician reading the images would detect this due to the correct color flow is easily visible on left panel/key images. Therefore, it's not reasonably foreseeable that a physician would make an incorrect diagnosis of this issue. Based on the available information, this record is considered to be non-reportable.

Manufacturer narrative:
Corrected box h (evaluation method code grid and evaluation results code grid).